Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "during the hip surgery, the broach/trial was not held with a broach handle."